Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), deflation difficulties occurred. The target lesion was unknown. After the physician inserted the device into the pt, the balloon could not be deflated. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt's condition listed as "stable". Add'l info has been requested, and is not available.